Event description:
Patient reported for left side "diagnosed with bia alcl", "extensive intracapsular seroma" and "increasing changes in the prosthesis capsule, which are primarily to be rated as reactive." Patient was implanted with expanders for about 5 years. Patient currently suffers from depression because they are "totally disfigured"; this event is not device related. Histopathological markers confirming alcl have not been received. Device has been explanted. Treatment: device explant, mastectomy.

Manufacturer narrative:
Date of diagnosis of alcl: (B)(6) 2022. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl-suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected (pathological markers not reported) , seroma.

Event description:
Patient reported diagnosed with bia-alcl on the left side and has undergone a bilateral mastectomy. A medical report provided states "significantly progressive findings with extensive intracapsular seroma". Patient currently suffers from depression because they are "totally disfigured". Later reported capsular contracture diagnosed (baker grade not provided). Histopathological marker cd30+ has been received. Pathological marker alk- has not been received. This record relates to the left side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Date of diagnosis of alcl: on (B)(6) 2022. Additional, changed, and/or corrected data.

Event description:
Patient reported capsular contracture baker grade unknown. Histopathological marker cd30+ has been received. Pathological marker alk- has not been received. Device has been explanted and replaced. Treatment: recurrent puncture with cystology, antibiotics, device replacement.